Event description:
Patient presented to emergency room on 7/24/92 with edema and erythema on left arm, at site of implant. Given antibiotic and advised to return if condition worsened. Returned to emergency room on 7/26/92 with apparent cellutitis of left upper arm. Norplant removed on 7/27/92. Patient was discharged on 7/29/92 much improved. Baystate medical center submits this report pursuant to provisions of 21 cfr part 803. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.